Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the buffer valves were defective. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.